Manufacturer narrative:
(B)(4): the customer reported that the alarms were off and they were unable to turn them back on. The available information supports that a user had turned off the alarms. Note that alarm status is clearly indicated on the display. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the alarms were off and they were unable to turn them back on.